Event description:
It was reported that during routine check, the ground prong of the power cord of cardiosave intra aortic balloon pump (iabp) was broken. However, there was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), e1 (initial reporter), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to investigate the issue and replaced the power cord. The fse also replaced the power supply because the new power cord installed required the change of the power supply. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), ground piece for the power cord is broke. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation conclusions), h11.

Event description:
N/a.